Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor overinfused. The reporter stated that the device was expected to complete infusing at 25 hours; however, the actual infusion was complete in 13 hours. The device was set to infuse at 2 ml/hour. The device was filled with a 1 ml droperidol, 5 ml pentazocine hydrochloride, and normal saline solution. The total fill volume was 50 ml. There was no patient injury or medical intervention. No additional information is available.